Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia due to the infusion set leaking at the headset. On (B)(6) 2019 the patient inserted the infusion set and after 5-6 hours his blood glucose result was 500 mg/dl on the aviva combo system. On (B)(6) 2019 at 1:00 am the patient received a blood glucose result of 360 mg/dl and attempted to self treat with an insulin injection. Sometime in the night of (B)(6) 2019 the patient's roommate discovered the patient unconscious and having cramps. The roommate called the emergency doctor. The patient was transported to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was treated with an infusion, which was believed to be an insulin infusion. At the hospital the patient discovered that the soft cannula was bent and there was leakage at the headset. The patient was discharged from the hospital on (B)(6) 2019. The infusion set was requested to be returned for product evaluation.